Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported a patient was on impella cp support and during support, there were persistent suction alarms. The p level was dropped to p2 with no improvement. The doctor believed there to be clot entrapment in the impella. The pump was removed and replaced. A computed tomography scan was performed and a pericardial thrombus was noticed and was causing tamponade of the heart. The patient's outcome is unknown.

Manufacturer narrative:
The investigation of low pump flow, thrombus, and vascular damage - great vessel has been completed. The pump was not returned for investigation. Low pump flow: the data log shows low pump flow from the start of the case, followed by a motor current spike and the explant of the pump. The cause of the low pump flow issue was most likely biomaterial, based on data log review and provided clinical details. Vascular damage - great vessel: the cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The relation between impella and vascular damage was unknown. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.